Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead noise was observed on telemetry. One day post implant, the patient experienced dizziness and felt faint. The lead exhibited 2 to 3 second pauses and intermittent loss of capture at varying outputs. Noise was unable to be reproduced. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.